Event description:
It was reported that the vns patient passed away. The physician was informed of the death by the funeral home. No cause of death was provided. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Event description:
Follow-up with the funeral home identified that the patient was cremated and the device was explanted and was available for return. It was reported that the cause of death could not be disclosed without the family's release. The explanted lead and generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on 03/04/2015. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on 03/05/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
(B)(4). New information corrects the suspect device.